Manufacturer narrative:
Correction : describe event or problem, unique identifier (UDI), reporting office contact. Additional information: imdrf annex a,b,c,d and g grid are updated.

Event description:
It was reported, that the device failed pm, due to rate accuracy being too low (minimum specification 11.59 actual reading 11.54). There was no patient involvement.

Manufacturer narrative:
Device evaluated by bd service and not returned to manufacturing facility for evaluation. A review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 21 mar 2017. The review was performed from the date of manufacture to the present date 02 mar 2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the failed pm due to rate accuracy being too low (minimum specification 11.59 actual reading 11.54) there was no reported patient involvement.